Event description:
Contact reported that surgeon noticed on the films of post op surgery 2-weeks out that at least 3 setscrews had visibly loosened. Surgeon scheduled the patient for revision surgery to replace and diagnose the other implants. Upon exploration, surgeon noticed that left side caps were loose and several on the right. He replaced 7 setscrews. As an adverse outcome was reported an MDR is filed to document this event.

Manufacturer narrative:
Setscrews were retained by the user facility and not made available. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.